Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 73386. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 10 photos and 11 physical samples were provided. The 10 pictures show a case box label, a loose piece of plastic from the plastic shield, white epoxy drip over, a plastic shield with a short shot, a needle assembly missing, only the plastic shield was packaged. The 11 physical samples came in the packaging blister. Of the 11 physical samples, two have a loose piece of plastic from the plastic shield, one has white epoxy drip over, one has the plastic shield the needle assembly missing with only the plastic shield packaged, four have the plastic shield with a black speck embedded degraded resin and three are identified as blister defect with no defect observed, sealing is good, no damages were observed. The cause for the defects listed above could have resulted from the following: the piece of plastic could have occurred when molding the plastic shield, where a flash at the top of the shield was made and got loose after packaging, and went undetected in the next processes. The epoxy drip over could have occurred from a jam at the cannulator that induced the white epoxy drip over on the needle plastic hub. The missing needle assembly could have resulted from the part not being assembled to the plastic shield and went undetected in the next processes. The embedded degraded resin-black specks could have occurred during the molding process as the resin can inherently build up in the hot-runner system where it broke loose and became molded into components. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Piece of plastic- it could have happened that when molding the plastic shield a flash at the top of the shield was made and got loose after packaging and not detected in the next processes. Epoxy drip over- the plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. Missing needle assembly. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it after that a plastic shield is assembled. In this case the part was not assembled to the plastic shield and not detected in the next processes. Embedded degraded resin-black specks- molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that the bd blunt fill needle with filter experienced foreign matter contamination. The following information was provided by the initial reporter: during incoming 100% inspection of the 5000 needles from batch 0073386, received mid-november, we have found several defects e.g. Missing needle, visible glue on the hub, missing piece on the needle shield, loose piece of the needle shield in the pouch.